Manufacturer narrative:
Pending investigation. D10: logic cr femoral por, left, sz 5 - 02-010-04-0250 - 6265790. Lgc tibial fit tray cem sz.5f / 5t - 02-012-45-5050 - 6705617.

Event description:
As reported, the patient had an previous revision on (B)(6) 2023. The patient was revised again on (B)(6) 2023 due to patella wear and poly wear; there was no change in sizing. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: the revision reported may have been the result of prosthesis wear and femoral loosening. The wear and/or deformation of the tibial insert and patella may have been the result of third body wear, orientation of the components, patient related conditions, instability, or any combination of these possibilities. The loosening may have been the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the femoral component. However, this cannot be confirmed because the components were not returned for evaluation and radiographs were not provided.